Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "rupture". Patient then reported "over time the shape of the breast changed". Patient was hospitalized. This record is for the left side. Device was explanted.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2, d4, d6a, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.